Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was as high as 585 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised the tube on the infusion set has bent multiple times which caused high blood glucose levels. Customer experienced diabetic ketoacidosis, ketones, vomiting, fatigue, felt hot and treated themselves via manual injection. Customer was hospitalized as a result of all these symptoms. Customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting for bent cannula was performed. Customer was advised to return the infusion set for analysis. Customer was advised that replacement sample sets will be sent out.